Event description:
The patient experienced a shocking/jolting sensation. The stimulation was too high and she could not turn it down or make any adjustments with or without the antennae. The patient was to try changing the batteries in her patient programmer to see if it resolved the problem. Follow up information from the physician indicated it was unknown if the event was attributed to the device and did not report any patient symptoms. Patient outcome was reported as no injury. Further information indicated that the patient replaced her patient programmer.

Manufacturer narrative:
(B) (4).